Manufacturer narrative:
Literature source: long term follow-up of "full metal jacket" of de novo coronary lesions with new generation zotarolimus-eluting stents. Durante, a et al. Http://www.ncbi.nlm.nih.gov/pubmed/27441483.

Event description:
It was reported via journal article that 120 patients took part in a study. The most common target vessel was the rca while lesions of the lad, left circumflex artery and left main were also treated. Resolute onyx rx drug eluting stents, endeavor resolute rx drug eluting stents and resolute integrity rx drug eluting stents were used. The implantation was performed following the practice of fully covering the diseased segment and was performed according to standard techniques with the degree of overlap intentionally minimized. It is reported that one patient had a stroke and was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.